Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the ventricular assist device (vad) office on (B)(6) 2017 to report having frank blood in the stool for two days. On admission, hemoglobin (hgb) was found to be 5.6 and international normalized ratio (inr) was supratherapeutic at 2.6. The patient has a significant history of gastrointestinal bleed (gib). Upon admission the patient's anticoagulation was stopped. The patient was transfused a total of five units packed red blood cells (prbc) during this hospitalization. An upper endoscopy (egd) on (B)(6) 2017 showed a single oozing arteriovenous malformation (avm) in the prepyloric region which was treated with argon plasma coagulation (apc) and clips. Afterwards, the patient's hgb did not stabilize well, so they were taken for a repeat egd/c-scope/video capsule endoscopy on (B)(6) 2017. All three tests were negative for any active bleeding. Anticoagulants were restarted on (B)(6) 2017 along with blood thinners on (B)(6) 2017. The patient was taken off of aspirin completely due to the bleeding history. The patient's inr was 1.4 and the patient was discharged home on (B)(6) 2017. The vad remains in use. No further information has been provided. No further patient complications have been reported as a result of this event.